Event description:
During a lap gastrectomy procedure on the fourth firing the staple line was mangled. The device partially cut and there were no b-formed staples present. The tissue was also milked. There was no patient consequence. The procedure was completed with another same like device.